Event description:
It was reported to philips that a plastic shield had fallen off of the allura device.no patient harm was reported.to date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that a plastic shield fell off. No further information regarding the issue has been provided. No work has been performed by philips since the service was not accepted by the customer and the issue got resolved with the help of internal biomedical department. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.